Event description:
It was reported that an insulation break near the pacemaker header for this right ventricular (rv) lead was discovered during a generator change. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.